Manufacturer narrative:
H3: product analysis #(B)(4): part # g6626746, lot # h5947158 visual and optical inspection revealed the implant was returned damaged. The implant has cracked next to where the release/lock mechanism is. The implant is fragile and can be overloaded. It appears the implants structural integrity was overloaded during the implantation procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a cage used on patient having spinal therapy. It was reported that during the surgery, when the surgeon was inserting the intervertebral disc for spinal fusion, implant immediately fractured. This issue is related product quality. There was no delay reported. Upon discovering that the intervertebral disc implant fractured during the procedure, a replacement implant was used to ensure the surgery could proceed as planned. Level implanted was c3-c4. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.